Event description:
This case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). In 2007, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain") and menorrhagia ("heavy and prolonged menstrual bleeding"). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device, abdominal pain and menorrhagia outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, abdominal pain and menorrhagia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy. She underwent a surgery to remove essure implants. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the information provided for this case, a causal relationship between ectopic pregnancy and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported lack of efficacy and the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced an ectopic pregnancy. She underwent a surgery to remove essure implants. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the information provided for this case, a causal relationship between ectopic pregnancy and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.